Event description:
Found during inspection. According to the reporter, the device is displaying a flashing svc wrench icon. There was no pt use associated with the reported incident.

Manufacturer narrative:
The customer declined an offer of svc from physio-control. The customer is replacing it with newer device because it is almost 9 years old and out of warranty.